Event description:
It was reported that while attempting to implant the lead, the lead could not get past the valve. Successful placement of a shorter lead was noted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, blood was noted in the helix mechanism on visual inspection.